Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was getting into the car to come to the emergency room due to symptoms of shortness of breath and chest pains. When getting into the car they experienced syncope. A remote interrogation was performed and the data was sent to the emergency room. The hospital did not request review by boston scientific technical services (ts) of the interrogation data. Further review of the data found that the patient was in atrial fibrillation (af) which started to conduct. The cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and a 41 joule shock. The shock converted the conducted rhythm. No additional adverse patient effects were reported.